Event description:
It was reported that the patient was having extended ipg charging. The patient underwent an ipg replacement procedure and no device malfunction was suspected. The patient was doing well postoperatively. The explanted device was recovered from facility and nothing will be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred beginning earlier this year from date manufacturer was made aware.